Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that they went to use the patient programmer (pp) and got a call your doctor code. The consumer didn¿t know what the code was. No troubleshooting could be done due to lack of access to the product. The consumer called back and gave the code that was coming up on the pp. The consumer reported that the code was an elective replacement indicator (eri). The consumer also reported poor communication screen on the pp after bypassing the eri. The consumer reported using the antenna when getting the poor communication screen. The antenna was confirmed to be secure and synced with the ins and the issue didn¿t resolve. The pp was placed directly over the ins on the skin and the issue didn¿t resolve. Additional information was received from the healthcare provider on (B)(6) 2017. The hcp reported that the patient had not been seen in their office since (B)(6) 2015. The hcp reported that there was no communication with the office regarding the elective replacement indicator status. No further complications were reported.